Manufacturer narrative:
Date received by manufacturer: 11jul2019. Date of report: 14oct2019. The service technician replaced the power switch overlay to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported during a pre-use check that the unit displayed an "alarm led failed" alert. There was no patient involvement.